Event description:
The customer reported via phone call that they excessive no delivery alarms. Customer stated the alarm would appear when they attempted to bolus. Customer's blood glucose was 468 mg/dl. The customer stated they have not treated for their blood glucose. Customer stated they have not tried different cannula lengths for the alarm. It was also found insulin did not exit and the insulin pump alarmed no delivery during a fixed prime. The customer also reported insulin did not exit with a plunger push and there was greater resistance than moral. Customer was advised of a infusion set/reservoir connection anomaly. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.